Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter was reading inaccurately low compared to another meter (doctor¿s meter). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began middle of (B)(6) 2018, reporting that he obtained an inaccurate result of ¿60 mg/dl¿ on the subject meter compared to ¿140 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages his diabetes using insulin pump therapy (humalog insulin), and that approximately 20 minutes after the meter issue began, he had developed symptoms of ¿dizziness, can¿t stand and passed out¿. In response to the alleged symptoms, on (B)(6) 2017, sometime in the morning, the patient stated that the paramedics came, and treated him with IV fluids, and advised him to attend the emergency room. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury adverse event, which required treatment from a health care professional, after the alleged product issue began.